Event description:
The customer had been receiving questionable tina-quant hemoglobin a1c gen.2 (hba1c) results on their c501 analyzer since (B)(6). The customer provided data for 26 patients, of which one had discrepant results. The patient's initial hba1c result was 8.8%. The sample was tested on the laboratory's other c501 analyzer, serial number (B)(4), and the result was 10.9%. The customer did not know which result was reported outside the laboratory as the correct result. The customer had not heard any complaints regarding patient results. There were no adverse events. The hba1c reagent lot number was 65071701 and the expiration date was 02/28/2013. The field service representative was unable to determine the cause. He performed electrical, mechanical, and fluidic checks of the instrument without any errors. He ran performance testing with passing results.

Manufacturer narrative:
A specific root cause could not be determined due to the lack of information provided for investigation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. For the c501 analyzer with serial number (B)(4), refer to medwatch with (B)(6).